Event description:
The customer called and reported the insulin pump alarmed with a failed battery test. Changing the battery and battery cap did not resolve the issue. Customer's blood gluocse was reportedly normal. The device will not be returning for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.